Manufacturer narrative:
Additional information: patient demographics provided. A medtronic representative reported that the issue occurred in a spinal fusion.

Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that the software on the system was reloaded and the system software was upgraded. Issue resolved. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during spinal fusion procedure, the imaging system became unresponsive during boot up and was disconnected from mobile view station (mvs). The viewing station was powered on. Site rebooted the system and a "system booting please wait" was displayed for 5 minutes. Rebooting the system again did not resolve the issue. Another medtronic imaging system was used to complete the procedure. The procedure was completed with the use of imaging. There was a delay of 30 minutes. No information was provided on patient outcome.